Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler is showing a display brightness problem, was set to 10; rebooted cycler but screen remained dim. A new cycler was issued to the patient. The patient did know how to do manual treatments in the absence of a cycler. Upon follow up, it was confirmed that no patient adverse effects were experienced and no medical intervention was required. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection. A visual inspection of the returned cycler exterior showed no sign of physical damage. Functional check display brightness failed- when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. An internal inspection of the cycler found transformer (t1) on the ¿inverter board¿ to have an internal short. The inverter board is located on the rear of the front panel assembly. A known good inverter board was temporarily installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. The device history record did reveal issues or problems related to the reported symptom code(s). Front panel assembly replaced on 10/05/2022.upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.